Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported alarm - error codes/messages. There was no patient involvement reported.

Event description:
The customer reported alarm - error codes/messages. There was no patient involvement reported.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 16nov2016 to the present date 5jan2021 and confirmed that this device was not previously returned for servicing.